Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of value 411mg/dl. Customers other blood glucose value were 189 mg/dl, 62 mg/dl, 177 mg/dl, 209 mg/dl and 67 mg/dl. Customer no further troubleshoot for high blood glucose value and low blood glucose value. The insulin pump will not be returned for analysis.